Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from a lead during a procedure. The lead was not used and the physician decided to implant a single chamber device instead. No further patient complications have been reported as a result of this event.